Event description:
It was reported that strips showed ventricular capture when programmed to aai at 100 ppm and 7.5 v. There was no ven- tricular capture when the device was programmed to vvi and no capture in the atrium. The atrial lead was found posi- tioned high on the ventricular septum wall and the ventri- cular lead had dislodged. The physician left the atrial lead in the ventricular position and placed the ventricular lead into the atrium and switched the leads in the header.